Event description:
It was reported that a patient underwent a vaginal hysterectomy on (B)(6) 2011 and hemostat was used. The vaginal packing was removed the day after surgery. The patient developed a vaginal and bladder infection and was treated. The patient is currently stable.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.